Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the venous sampling port was plugged. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 17, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A representative retention sample was reviewed with no obstructions noted on the venous sampling port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.